Event description:
Procedure: lap sleeve gastrectomy. Reportedly, the surgeon began his first firing at the antrum using the reload with seamguard. Half way through the firing there was a "pop" and the anvil and cartridge appeared to separate and unfired staples were noticed in the area. The surgeon opened the instrument, removed it, reloaded and attempted a second firing. Upon second firing, the same thing occurred. On the third firing he was able to complete the procedure. The surgeon then oversewed the entire staple line and performed a leak test. As a result of this about 1 hour added to procedure.